Manufacturer narrative:
No patient information available as no patient was present in this concern. Per software evaluation: touch-n-go can randomly cause the application to exit to the login screen when using and touching 11 or more valid fiducials. The mnav software engineers believe the core file is pointing to a stray marker issue which may mean there are too many passive instruments (or miscellaneous spheres) in the camera's fov. Mnav rep has trained surgeons on registering with touch n go with 10 or less fiducials.

Event description:
Medtronic representative reported an issue with the system's software. The touch-n-go registration technique, would randomly cause the application to exit to the login screen when using and touching 11 or more valid fiducials. The only way to prevent this crash is to use and/or touch 10 or less fiducials. The odds of a crash increases with subsequent touched fiducial above 10. (Eg. Touching the 12th fiducial would crash a higher percentage of the time than touching the 11th fiducial). This event did not occur during surgery and no patient was present.